Event description:
The reporter obtained a "hi" (greater than 600 mg/dl) and 210 mg/dl blood glucose comparison on the accu-chek aviva sys. The reporter states he obtained an add'l comparison with blood glucose results "hi" (greater than 600 mg/dl) and 240 mg/dl on the accu-chek aviva sys. On both occasions, test results were obtained within 10 minutes. The reporter treated himself with insulin and felt better afterward. No adverse event reported. New sys sent to customer and return requested.